Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was conducted and did not show the currently reported issue. When the device was returned to mmdg for investigation, it was found that the pump was out of calibration, resulting in the over infusion. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was over infusing. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).